Event description:
It was reported the patient¿s implantable neurostimulator (ins) began moving under the patient¿s skin. It was stated ¿it was going to be a month before it was reattached to the underlying muscle.¿ it was reported the patient¿s ¿equipment started failing¿ about two months prior to report. Additional information stated the patient was to receive a new recharger. It was reported the patient¿s ¿ins was loose and spinning on its axis.¿ it was further reported the patient¿s ins ¿may have been flipped.¿ the patient was reported to be meeting with their health care provider (hcp) at an upcoming appointment. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).